Event description:
The customer reported that the insulin pump was not delivering insulin and it did not alarm no delivery. The customer's glucose reading at the time of call was 250 mg/dl. The customer changed the insulin set to resolve the issue. Advised the customer to call back when the tubing clamp arrives. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.